Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing post-shock several days after implant. The oversensing resulted in inappropriate shocks and non-sustained episodes. It was further reported that one episode of undersensing was observed.